Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that a request was made to have data from this this pacemaker analyzed. Technical services (ts) review the data and discussed that exhibited oversensing on the right atrial (ra) channel, that resulted in pacing inhibition of 15 seconds. In addition, poor sensing and low intrinsic amplitude were noted. The patient with this device continued to be monitored. This device remains in service. No adverse patient effects were reported.